Event description:
Prior to the procedure, during flushing, the user facility noted that leakage occurred at the check flo valve. However, they decided to use the product anyway for the fistulagram procedure. Leakage occurred at the same area of the check flo valve during the procedure. There was no significant blood loss and the procedure was completed using another cook sheath. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
Analysis of the returned device confirmed leakage from the cap of the check flo assembly. The subassembly was disassembled at the location of the leakage, and excessive glue was found holding the cap onto the "y" body assembly. Based on the findings of the investigation a CAPA has been opened to address the issue with the leakage from the check flo valve.